Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted. A product experience report was received on (B)(6) 2018 stating that this lead was a part of an infection. The following physician and facility was unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).